Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: on (B)(6) 2015, the resident was transferred using maxi move lift and the sling. It was indicated that the clip of the sling broke and that the resident fell. On (B)(6) 2015, add'l info was received by the arjohuntleigh vigilance specialist regarding the incident. It was reported that the resident was transferred to shower bed and during the process the left shoulder clip detached from the lug of the lift. As a consequence the resident fell on the floor and sustained broken clavicle due to the fall.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) ltd (under registration #(B)(4)). As of (B)(6) 2010, that number was deactivated due to the site no longer being a MFR and until 2014 complaints related to these products were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4) under exemption. (B)(4) on behalf of the importer arjohuntleigh inc (ahus) (registration #(B)(4)). Add'l info will be provided following the conclusion of the investigation. (B)(4).